Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 80-90% stenosed target lesion was located in the mid right to the proximal right coronary artery. After predilatation using 2.0 x 20mm maverick and a non bsc device at 14-18 atmospheres, a 4.00 x 38 synergy drug eluting stent was advanced but failed to cross the lesion. When the device was removed it was noticed that the distal part was damaged. The proceed was completed with another of the same device. No patient complications were reported.